Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed that the pump volume was low and faint to hear with setting on high. During troubleshooting with tandem technical services (cts), cts confirmed the pump was difficulty to hear with the pump setting volume set to high. Cts confirmed that the pump speaker vent were clear of debris. There was no impact to the customer's blood glucose level. The customer reported would continue to use the pump until replacement arrived.